Manufacturer narrative:
Upon review, the suspect medical device was updated to architect c16000 analyzer ln 03l77-01 sn (B)(4). Manufacturer report number 1628664-2017-00303 was submitted for this event, and all follow up information will be provided in that report.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. See also manufacturer report number 1628664-2017-00303 for the same event on a second suspect medical device.

Event description:
The customer observed falsely elevated magnesium results on the architect c16000 analyzer. The following data was provided: initial 3.61 mmol/l, repeats between 0.64 and 0.65 mmol/l. There was no impact to patient management reported.